Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned with one clip jammed between the top shroud and the jaws. In an attempt to replicate the reported incident, the jammed clip was removed and the second clip was also noted to be jammed, after clearing the device; the device was cycled, fed, retained and formed the remaining 18 clips as intended. No conclusion could be reached as to what may have caused the found jammed clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, jamming occurred at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.